Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported he was asymptomatic before going to bed on (B)(6) 2018, but "lost consciousness while sleeping". Emergency medical services were called and a healthcare professional injected the customer with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on sensor plug assembly, the sensor plug was fully seated. Removed sensor plug and inspected all three contacts and snaps. No issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor. Customer further reported he was asymptomatic before going to bed on (B)(6) 2018, but "lost consciousness while sleeping". Emergency medical services were called and a healthcare professional injected the customer with glucagon. There was no report of death or permanent impairment associated with this event.